Manufacturer narrative:
The insulin pump was received with pump error 25 due to j6 connector resistance issue. Pump error 15 not found during testing. Pump passed the displacement test, sleep current test and active current test.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.